Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown intrathecal medication via an implantable pump for intractable spasticity. The hcp reported on 04-feb-2025 that the patient had magnetic resoance imaging (MRI) and today they were in for routine appointment. The hcp stated the pump showed a stall, agent had the hcp re-read pump event logs and recovery was noted. Reviewed this would be instance of telemetry state and patient did not report symptom change (other than issues with sleeping) and no pump alarms. This issue resolved on call.